Event description:
Reportedly, this device was explanted after approximately a 9 month implant duration due to mitral fungal endocarditis. Endocarditis with candida caused by infected peritoneal dialysis catherer. Patient death post-op due to endocarditis and septic shock. Patient death not deviced related.